Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were unresponsive. The reporter alleged that the user was not able to get past the "verify" screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/11/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2014 with the following findings: a visual inspection revealed that moisture was visible through the display lens. The display screen was blank due to the moisture in the pump. There was no moisture corrosion found inside the battery compartment. A leak test was performed and a display lens leak was found. The pump cover was removed and moisture was observed on the pump¿s internal components as well as on the printed circuit board.